Manufacturer narrative:
Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the doctor attempted to aspirate cerebrospinal fluid from the catheter access port, but the results were not reported. They reported that when the catheter was pulled out there was a substance occluding the tip of the catheter. The patient had increased spasticity. Their status at the time of the report was alive with no injury. The medication used within the system was lioresal.